Manufacturer narrative:
Investigation results were made available. Additional: d4, d9, h2, h4 h6 correction: b4, b5, d10, g3, g6, h3, h10 d10, concomitant medical products: avenir stem hip impl win gen; catalog#: unknown; lot#: unknown associated medwatch report (bipolar liner): 0009613350-2021-00508 review of event description: implantation of the dual head prothesis on (B)(6), 2021 for a medial femoral neck fracture. At the end of (B)(6), the patient reported pain in her left hip. Conventionally, the prosthesis can actually be seen radiologically. 4 days later, with another radiological check, posterior dislocation of the duo head prosthesis. A subsequent attempt at reduction under bv control results in an interprothetic dislocation (disengagement of head from pe bearings), which is confirmed graphically by CT. On (B)(6), 2021 the duo head prothesis was removed and a hip-tep was performed. It was also reported that according to the reports, the dislocation happened during physiotherapy. It is not possible to determine which exact movement has been made. Review of received data: - due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. - x-rays: 2 ap pelvic radiographs, 2 lateral left hip radiographs, 4 reformatted CT images, which are all undated, were received for review. The x-rays were reviewed by mmi portal for radiologic imaging (radiologist). Radiographs demonstrate normal left hip arthroplasty on one set but posterosuperior dislocation on the second undated set. Reformatted left hip CT images confirm a dislocation. There is no evidence of fracture. No contributing factors are identified. - surgical report: surgical report - implantation, dated (B)(6) 2021: the surgical report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. Intervention report - closed reduction, dated (B)(6) 2021: it was tried to try to reposition the dislocated hip with axial tension and internal rotation. This turns out to be more difficult. As a result, the surgeon tried to reduce the hip again with axial traction and internal rotation and various reduction maneuvers. During the reduction, the x-ray c-arm shows that not only the hip is dislocated, but also the head from the inlay. The reduction is canceled after several attempts. Surgical report- revision surgery, dated (B)(6) 2021: diagnosis: hip dislocation after implantation of a head endoprosthesis on the left indication: the patient suffered a left hip dislocation, which could not be adequately reduced when closed. The closed reduction even resulted in a disconnection of the duo head. Access in the area of the old access, whereby the scar is cut out. A relatively large amount of the hematoma then evacuates subcutaneously. The duo head can then be recovered. The gluteal muscles appear detached again in the area of the old access. The old threads are removed here. Then the cobalt chrome head is removed from the cone. This is followed by an extensive rinse. Then the new implants are implanted. Product evaluation: - visual examination: the visual examination shows normal signs of usage. There are no signs that could point to a contributing factor for the dislocation. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): 61.27.28-46: 6 parts were scrapped due to surface damage (ncr# 500104743). No ncr with a potential correlation to the reported event was found. 14.28.06-20: no ncr found. Conclusion: implantation of the dual head prothesis on (B)(6), 2021 for a medial femoral neck fracture. At the end of january, the patient reported pain in her left hip. Conventionally, the prosthesis can actually be seen radiologically. 4 days later, with another radiological check, posterior dislocation of the duo head prosthesis. A subsequent attempt at reduction under bv control results in an interprothetic dislocation (disengagement of head from pe bearings), which is confirmed graphically by CT. On (B)(6), 2021 the duo head prothesis was removed and a hip-tep was performed. It was also reported that according to the reports, the dislocation happened during physiotherapy. It is not possible to determine which exact movement has been made. The review of the x-rays confirmed that there was a dislocation as well as a interprosthetic dislocation (head / inlay). Further, it was reported that according to the reports, the dislocation happened during physiotherapy. It remains unknown if and to what extend the movements during physiotherapy may have contributed to the reported dislocation. It is most likely that the forces applied during the closed reduction contributed to the interprosthetic dislocation. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the most likely root cause for the reported dislocation may be some movements and / or some forces applied during the reported physiotherapy. The need for corrective measures is not indicated and zimmer (B)(6) manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Medical products: alloclassic stem hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient received dual head prostheses on the left side due to medial femoral neck fracture. Towards the end of (B)(6) the patient experienced pain in the left hip. In the x-rays prosthesis seemed properly positioned. Four days later, posterior dislocation of the duo head prostheses was confirmed by radiological check. Subsequently on (B)(6) 2021, surgeon attempted reduction under bv control which resulted in disengagement of head from pe bearings which was confirmed graphically by CT. Hence the patient underwent a revision surgery during which the duo head prosthesis was removed and a hip-tep was performed. Gluteal muscles were re-fixed.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient received dual head prostheses on the left side due to medial femoral neck fracture. Towards the end of (B)(6) the patient experienced pain in the left hip. In the x-rays prosthesis seemed properly positioned. Four days later, posterior dislocation of the duo head prostheses was confirmed by radiological check. Subsequently on (B)(6) 2021, surgeon attempted reduction under bv control which resulted in disengagement of head from pe bearings which was confirmed graphically by CT. Hence the patient underwent a revision surgery during which the duo head prosthesis.